Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the lead incision site 2 days after the implant procedure. The patient was given antibiotics. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.